Manufacturer narrative:
Complaint conclusion: as reported, six days after deployment of two (2) 6f-12f mynx control venous vascular closure devices (vcds), the patient was seen for a follow up and an infection and abscess in the groin was drained of fluid built up. An ultrasound was performed at the follow up. The symptoms resolved without sequalae. The device was prepared and used per the instructions for use (IFU). There were two access sites on the affected limb and approximate distance between access sites was 10 mm. A non-cordis sheath was used. There was no other closure device used on the affected limb. Ultrasound was not performed prior to discharge. The procedure was performed by the physician. The patient underwent an atrial fibrillation ablation utilizing non-cordis ablation system. There were two hours¿ time till ambulation post procedure. Additional information was requested but not provided. The devices will not be returned for evaluation. A product history record (phr) review of lot f2418502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the phr review and the available information, there is no indication to suggest that the reported incidents could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.

Event description:
As reported, six days after deployment of (2) 6f-12f mynx control venous vascular closure device (vcd), the patient was seen for a follow up and an infection and abscess in the groin was drained of fluid built up. An ultrasound was performed at the follow up. The symptoms resolved without sequalae. The device was prepared and used per the instructions for use (IFU). There were two access sites on the affected limb and approximate distance between access sites was 10 mm. A non-cordis sheath was used. There were no other closure device used on the affected limb. Ultrasound was not performed prior to discharge. The procedure was performed by the physician. The patient underwent an atrial fibrillation ablation utilizing non-cordis ablation system. Two hours time to ambulation post procedure. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.